Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognize cassette. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no related repairs or problem. The customer issue could not be confirmed. A delaminated downstream occlusion (dso) seal was found during further testing. The seal was replaced. A performance verification test was performed, and the device passed all tests within specification.